Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified fracture cracks at the tip of the reamer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported the tip of the glenoid reamer was fractured. This was found when the instruments were through with the wash. No patient involvement. Attempts have been made and there is no further information at this time.